Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed exhibits signs of repeated use (nicked and gouged) also has fractured on the lateral side of the post. Device history record (DHR) was reviewed and no discrepancies were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard tasp bottom components have been modified to prevent fracture. This device was manufactured prior to the modification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Concomitant medical products: persona tibial articular surface provisional, cat#: 42527000505, lot#: 63107281; persona tibial articular surface provisional, cat#: 42517000707, lot#: 62256279. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05844; 0001822565-2017-05845.

Event description:
It was reported that during inspection of instruments to send for surgery that the tibial articular surface provisionals were found to be broken. No adverse events have been reported as a result of the malfunction.